Manufacturer narrative:
Additional information has been requested and if received will be supplied on a supplemental report.

Event description:
It was reported that in 2006, the patient underwent an inner fixation due to a broken femur. Three months after the the procedure, it was found the plate was broken. Patient was revised.